Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography procedure in 2006 (patient age, gender and weight are unknown). According to the complainant, during a stone extraction, the balloon burst the first time it was used. The stone was not sharp, nor was the balloon exposed to too much force. The procedure was completed with another balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual inspection revealed that a longitudinal tear was present in central area of the balloon. The device history record review confirms that the device met all material, assembly and performance specifications. The root cause of the defect cannot be determined, however the defect is not suspected to be manufacturing related as all units are 100% inspected.